Manufacturer narrative:
The reported event of ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Ppe was unable to determine what cause the battery to deplete.

Manufacturer narrative:
Date of explant is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to an australia patient. It was reported the patient's ipg was difficult to charge. Replacement charging system was unable to address issue. Physician recommended replacing the ipg. Ipg was explanted and replaced.